Event description:
A product liability claim was raised. It was reported by patient's counsel that his client received a durom hip generic, left side, on (B)(6) 2004 and is currently being monitored due to unk reasons. No other info was received for this complaint.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient has not been revised and is currently being monitored for unk reasons. Should add'l info become available an amended medical device report will be submitted. (B)(4). Notes: pt is a bilateral pt. Pt's right hip surgery is referenced in (B)(4).